Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product there was crack appeared at the tip of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product there was crack appeared at the tip of the foley catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and observed there was a tear at the top area of the sac collar that allowed water to leak out. Microscopic examination performed and noted the tear was rough. The exact cause of sample condition has been determined and confirmed as a manufacturing related process. A potential root cause for this failure could be due to bubble during dipping process/under size and low sac weight-too short pick-up. A review of the device labeling has been conducted for investigation purposed. The jifu is attached on the investigation overview element. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the product there was crack appeared at the tip of the foley catheter.